Manufacturer narrative:
(B)(4).

Event description:
It was reported when starting to insert the navistar thermocool catheter into the right atrium (ra) chamber for mapping 10 points, the catheter could not flex into the target site. After they tried many times, the customer removed the catheter from the patient¿s body. They then found that the catheter tip could not flex and had a faulty deflection. Upon request, additional information was provided on the event on (B)(6) 2013. The catheter got stuck in a deflected position. This issue occurred during use in the patient. The physician did not have any difficulty to remove the catheter from the patient. They were able to complete the procedure. The catheter getting stuck in a deflected position is indicative of a reportable event thus marking the awareness date as (B)(6) 2013.